Event description:
A surgeon reported that during an intraocular lens implant procedure, the lens was loaded properly by the scrub tech and during implantation by the surgeon, the training haptic ripped anteriorly through 90% of the junction. Add'l info was provided that the iol remains implanted because the consumer became sick on the table during the procedure. Add'l info was received th iol was exchanged six days after the initial procedure. A nurse, reported that the iol was decentered, off axis due to lac of stability secondary to rented haptic and indicated that an unapproved viscoelastic was used.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Updated info was provided on the attached questionnaire, which indicated an approved cartridge was used with a handpiece with an unapproved viscoelastic. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received. (B)(4).